Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced pocket erosion, wherein the implantable pulse generator (ipg) was eroding through the skin. There was no allegation of infection. The ipg was relocated from the left upper chest area to the left lower lumbar area on (B)(6) 2020 to resolve the issue. Therapy was restored and there were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.